Manufacturer narrative:
(B)(4).

Event description:
Upon further review, this record has been determined to be a duplicate of an event that has already been reported on another medwatch. Please disregard initial reporting under MFR# 3004753838-2017-64801.

Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(4)2016 that on (B)(6)2016, patient experienced a loss of connection between the transmitter and smart device. No additional patient or event information is available. No product or data was provided for evaluation. The reported loss of connection could not be confirmed. A root cause could not be determined.